Event description:
It was reported that while using unspecified bd¿ syringe residue was found in the syringe. The following information was provided by the initial reporter: it was reported to a bd associate by her pharmacist that she found residue in the syringe. The product code was not known. "My mum received a novavax covid vaccination at her home in chatswood. The injection went well and she hadn¿t even realised that the pharmacist had injected the vaccine. Naturally I enquired about the brand of the syringe. It was not a bd product but the pharmacist did give me some feedback on bd syringes that she had used previously. She shared a concern that she could often see a plastic residue in the bd syringes. She explained that she felt it was not dangerous or impacting the administration of the actual product. I explained that I would report this information. She was a bit reluctant for this information to be reported but I don¿t know anything about syringes so thought it best to let you know. This is not our regular pharmacist but one that is participating in providing in home vaccinations to elderly and mobility impaired people. "

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed. And the (B)(6) FDA registration number has been used for the manufacture report number. The date received by manufacturer has been used for this field. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no item number, sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.